Manufacturer narrative:
Updated incident description, initial reporter information and investigation attached.

Event description:
Allegedly, the patient was revised due to a suspected adverse tissue reaction to the implanted products. During revision, the head and neck were removed because of damage that appeared to be implant wear. The physician has requested that the exhibited wear and discoloration of the revised products be analyzed. The acetabular cup and femoral stem will not be returned. Additional information received from (B)(6) on 02/26/2021: hospital and physician information.

Event description:
Allegedly, during revision the head and neck have been removed because were damage, seems to be due to armd wear, so the doctor requested the product removed and requested that be examined closely within the range and for the amount of wear and the degree of discoloration. The doctor will not return the cup and stem.